Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occured. A taxus express2 drug eluting stent was successfully deployed in the right coronary artery. The physician then attempted to deliver a taxus express2 2.5x12 mm drug eluting stent distal to the first stent, but was unable to cross through the first stent. When the stent delivery systemw as removed, the struts were damaged. The procedure was completed with a vision stent. No pt complications were reported. Pt status is satisfactory.